Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The device was returned for a product development evaluation and the blade was broken as reported. The break was straight across at the base of the blade where it transitions to the area that is held in the handle. The part had a large crack from the center end of the mounting screw cut-out to the break. The part was twisted along the crack and it appeared that the blade was being twisted while being used when it cracked and broke. The fracture surfaces looked uniform indicating that the material was homogenous. The design is acceptable and the complaint is invalid from a design standpoint. There is nothing that indicates that there is any issue with the design or manufacturing of this device.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(4) 2011. Placeholder.

Event description:
It was reported that a piece of the chisel blade broke off into the patient while the surgeon was malleting. The surgeon retrieved the fragment from the patient and was able to complete the procedure. This report is for file (B)(4).